Event description:
It was reported by service report that there is intermittent power. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Power cord bent/loose power prong.